Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device did not register as locked when the key was turned. Per reporter, the device did successfully lock but the software did not recognize that the device was locked. The issue was discovered during testing. There was no patient involvement.

Manufacturer narrative:
D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the device did not register as locked when key was turned¿ was confirmed during latch lock test. The probable cause was the latch lock flex sensor. The flex circuit is not detecting when the mechanism is being locked. Replaced the latch lock flex sensor, grounding pads, keypad, overlay, side label, and rear label. Further investigation found scratching on the liquid crystal display (lcd) lens. Replaced the lcd lens. Replaced the downstream occlusion (dso) seal as a preventative measure. Performed dso/upstream occlusion (uso) sensor calibration. Updated software and unit reset to standard configuration, and the device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.